Manufacturer narrative:
The investigation into the reported flow alarm was completed. The device was not returned for evaluation. Based on the provided clinical information, the root cause of the reported event was most likely due to biomaterial. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 54-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced low purge flow. The physician suspected a clot ingestion, and the patient was subsequently taken for pump exchange. Biomaterial was reported to be observed in the outflow. The patient's act values were unknown. There were no reports of harm to the patient.